Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level went as low as 33 mg/dl. Customer treated their low blood glucose via juice. Customer¿s current blood glucose level was 86 mg/dl. Troubleshooting was performed. Customer was advised the insulin pump worked properly as designed and to follow up with their healthcare provider due to low blood glucose levels. Customer advised the auto mode feature was used and automatically delivering insulin at the time of the event. The insulin pump will not be returned for analysis.